Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; no damage to the battery compartment, moisture corrosion in the battery compartment, intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: on investigation, the battery compartment was cracked along the side of the pump. There was evidence of moisture corrosion in the battery compartment. A leak test was performed, confirming moisture leakage at the battery compartment. The pump was unresponsive on investigation due to internal moisture damage to the pump; the pump was not able to power on. Pump history and data was not able to be downloaded due to the pump¿s inability to power on. Investigation confirmed the complaint of moisture ingress.